Event description:
It was reported that the patient was in the hospital and the device was interrogated and showed that the right ventricular lead had 2 episodes of t-wave oversensing. The sensing was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1388t, competitor lead, implanted (B)(6) 1997; 4194, lead, implanted (B)(6) 2007. (B)(4).